Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Cannula kink near outlet cage observed and the pigtails was tilted up from original shape. The root cause of the positioning issue and occurred cannula kink was use related issue due to improper technique as the cannula became trapped in the mitral valve apparatus. Low pump flow was also discovered during investigation. The root cause of the low pump flow was due to the cannula kink.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 60-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella's pump had suction alarms. The staff attempted to reposition the pump as it was trapped in the mv apparatus. The impella was freed into the left ventricle (lv) and proper position could not be achieved. The pump flow could not pass 2 liters and a new impella device was inserted.